Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states that the humming on the purewick dock is getting weaker and is not suctioning. Has done all the tests in previous calls and still not working. Please see if this can be sent right away. Doing a warranty pu/ex. It's unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided.